Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented to the clinic for a follow up visit, an unspecified sensing and abnormal pacing issue was observed. Patient went to the clinic one month after implantation and the parameters were normal. The patient is unable to be contacted. No further information is available.